Event description:
The report received indicated that a 5mm 15cm powerflex pro and a 6mm 22cm powerflex balloons failed to rewrap fully and could not retract into the catheter. The devices would get stuck in the same patient. There was no patient injury. The access site was the right femoral and the procedure being performed was a vascular reconstruction. A 6f 55cm cook rabi 6f 55cm sheath was used with each balloon. The brand of contrast was isovue at a 50/50 contrast to saline ratio with a boston indeflator. The devices prepped normally. Each balloon was removed with the sheath. They did not kink while being used. The balloons were easily removed from the vessel and the guidewire but not from the sheath, the rotating hemostatic valve and from the guide catheter. They were removed intact (in one piece) from the patient. This doctor has had this happen on a few patients with long balloons and a long 55cm sheath contralateral. There was only a single rabi sheath that was used in both cases. ¿they are long, flexible sheaths that allow a contralateral approach. In both cases this type of sheath was used for an up and over approach. They are 6f ID sheath, so compatible with the use of the balloons.¿

Manufacturer narrative:
Based on additional information received, this is one of three products involved with the reported events and are associated manufacturer report numbers 9616099-2014-00069, 9616099-2014-00070 and 9616099-2014-00107. No further information is available at this time.

Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Concomitant product: contrast:isovue 50/50 ratio indeflator: boston. This is one of two products involved with the reported event and are associated manufacturer report numbers 9616099-2014-00069 and 9616099-2014-00070.

Manufacturer narrative:
The report received indicated that a 5mm 15cm powerflex pro and a 6mm 22cm powerflex balloons failed to rewrap fully and could not retract into the catheter. There was no patient injury. The access site was the right femoral and the procedure being performed was a vascular reconstruction. A 6f 55cm non-cordis 6f 55cm sheath was used with each balloon. The brand of contrast was isovue at a 50/50 contrast to saline ratio with a boston indeflator. The devices prepped normally. Each balloon was removed with the sheath. They did not kink while being used. The balloons were easily removed from the vessel and the guidewire but not from the sheath, the rotating hemostatic valve and from the guide catheter. They were removed intact (in one piece) from the patient. There was only a single rabi sheath that was used for an up and over approach. ¿they are 6f ID sheath, so compatible with the use of the balloons.¿ one non sterile catheter powerflexpro 5mm15cm 135 was received coiled inside a plastic bag. Balloon was previously inflated. No other damages were noted. Dimensional analysis for od proximal seal was performed using the vernier as go ¿ no go at 1.88 mm, and the od proximal seal was found within specification since the od could be passed the 1.88mm. Dimension spec of proximal seal outer diameter x = 1.88 mm. An attempt to perform insertion/withdrawal test was made with a 0.035" lab sample guide wire and the wire when through the shaft as expected. Insertion/withdrawal test was made with a lab sample 5f sheath introducer after inflating and deflating the balloon, the unit passed through the csi and it was withdrawn without any difficulties. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported pta withdrawal difficulty and rewrapping difficulty was not confirmed as the device performed as intended during analysis testing. Based on the information available for review, it is unknown what factors may have contributed to the difficulty experienced by the customer. Neither the DHR nor the information available for review suggests that the complaint could be related to the design and manufacturing process of the device; therefore, no corrective action will be taken. This is one of two products involved with the reported event and are associated manufacturer report numbers 9616099-2014-00069 and 9616099-2014-00070.